Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician experienced trouble tightening a set screw during the patient's permanent implant procedure on (B)(6) 2020. In turn, the physician opted to resume the procedure and the ipg was implanted with only one secured set screw. No additional information is known at this time.